Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was performed. One 5.0mm flexible shaft (part number # 352.040 / lot number # 2622718) was received with the complaint category of ¿malformed: bent/distorted/warped.¿ this was reported to have been discovered in sterile processing - it came out of sterile processing this way. The complaint condition is confirmed as the flexible shaft was received with outward bending of one of the four distal prongs and slight outward bending of an adjacent distal prong. The balance of the device shows wear consistent with substantial use over the devices approximate lifespan of 6.5 years. No definitive root cause was able to be determined as the device was found in this condition after sterile processing. Thus, the circumstances at the time of the issue are unknown. The bending of the distal prong is consistent with exposure to a lateral force which has exceeded the permanent deformation limit. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: july 14, 2010. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. The reported part/lot combination is not valid. Reported lot number 2822718 is not a known lot number for the reported part number. Other number¿UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was attempted for the subject device lot; however, the reported part/lot combination 352.040/2822718 is not a valid part/lot combination. The synthes manufacturing location and date of manufacture are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 5.0mm flexible shaft is bent. The reported issue was discovered in sterile processing after sterile processing. There was no reported procedural or patient involvement. This report is 1 of 1 for (B)(4).